Event description:
Presented in 2006 with paresthesias and imbalance in legs, proprioceptive defects on exam. Initial evaluation discovered low b12 level. Repleted with im and then oral b12 with limited improvement in symptoms. MRI in 2006 without cervical myelopathy or cerebellar disease. In 2007, noted to have overt ataxia. In 2009, blood testing showed copper deficiency and elevated zinc levels. Patient had been using super polygrip denture cream which contains zinc and it is suspected as the cause of her sensory deficits and gait ataxia. Frequency: daily. Route: po. Dates of use: 15 years. Diagnosis or reason for use: edentulous. Event abated after use stopped: no.